Manufacturer narrative:
The complaint is confirmed, user related. Visual examination of the returned chronic catheter noted a 0.6 inch longitudinal split in the distal extension leg just before the bifurcation. The split has curved edges and a 0.1 inch protruded section located in the middle. Microscopic examination of the split cross section noted the surface to be dull and granular in appearance. The protrusion is rough and uneven. The sample was flushed with water using a 12cc syringe. Both lumens were patent to infusion but leaking occurred due to the large split in the "distal" extension leg lumen. The product IFU states: "infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscous and is not recommended. Do not use a syringe smaller than 10 ml!" This is a user maintenance issue. A chr of lot# reud0526 showed no other similar product complaints from this lot number.

Event description:
The catheter was hand injected with omniscan CT contrast using a 20cc syringe attached to CT extension tubing. The catheter was then immediately flushed with 10cc normal saline. During the saline hand injection flush the tech heard a "pop" and noticed the extension leg on the hickman catheter just above the bifurcation had burst and split about a 3/4" long split lengthwise on the extension leg.